Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, patient underwent an MRI of the lumbar spine which indicated l4 ¿ s1 disc degeneration with left foraminal disc protrusion at l4-5, and annular tear at l5-s1. On (B)(6) 2006, the patient underwent l4 ¿ s1 instrumented inner transverse process fusion, and transforaminal lumbar interbody fusion (tlif) using structural allograft and autograft cancellous chips, and bmp strips to treat ¿incapacitating pain over the lower back¿. There were no complications from the procedure, and other than an episode of urinary retention, the patient had a normal recovery. Patient was discharged on (B)(6) 2006. The patient presented to the center for scoliosis and spinal surgery for his 1st postoperative follow-up visit. ¿overall he is doing quite well. He has had several episodes of increasing pain in his back when he has tried to increase his activity too much¿. X-rays show no evidence of hardware failure or implant migration. On (B)(6) 2007, the patient presented back to the clinic for 3-month follow-up from surgery. ¿he feels tremendous relief with the operation. He is about 99% better. He had incapacitation pain in his low back that has now resolved¿. On (B)(6) 2009, the patient presented to (B)(6) for chronic pain management of his low back, and left foot numbness. Patient has history of lumbar fusion in 2006, and a work related injury in (B)(6) of 2007. Patient describes left foot pain and numbness and is unable to bear weight on his left lower extremity. Note indicates chronic opiates for pain management, and in (B)(6) 2009, was discharged from a previous pain management clinic for providing a ¿substitute urine sample¿. Currently taking percocet 10/325 2 po tid, lidoderm patch (bedtime), oxycontin 10mg tid, elavil. On (B)(6) 2009, the patient returned to clinic for follow-up and review of CT myelogram done (B)(6) 2009. The radiologist report for the CT myelogram notes, ¿l1 ¿ l4 are unremarkable. Post-op changes noted at l4-5 as well as l5-s1 level. There is mild left side neuroforaminal narrowing at l4-5. At l5-s1 level there is left paracentral bony graft overgrowth, may contact traversing left side s1 nerve root sheath without definitive enhancement. There is mild bilateral neuroforaminal narrowing. There is fusion also noted at l4-5 and l5-s1 level¿. On (B)(6) 2009, the patient returned to clinic for follow-up with continued complaints of low back pain and some numbness in the left foot. Patient still taking oxycontin 10mg tid, percocet 10/325 1-2 po tid, lidoderm patch, and elavil. Motrin 800mg was prescribed, for when the patient reaches his daily limit of percocets. Neurontin 300mg was also prescribed at this visit for neuropathic pain at bedtime. On (B)(6) 2009, the patient returned to clinic for follow-up of low back pain and left foot numbness. Patient medications remain unchanged. Patient reported that his workman¿s comp claim has been settled. On (B)(6) 2009, the patient returned to clinic for follow-up of low back pain and left foot numbness. At this time, patient has been discharged from pain management at (B)(6) due to non- compliance. Urine screen indicated presence of hydrocodone, and absence of oxycodone. Patient has been referred to dr. (B)(6) for surgical consult. Patient apparently has an appointment with (B)(6) for pain management. On (B)(6) 2010, the patient underwent a re-do of the l5-s1 laminectomy on the left side to treat an l5 radiculopathy identified through emg. In the operative report, the surgeon, dr. (B)(6), notes ¿there was scar tissue over the previous lamina area at l5 and s1¿ and ¿we used a high speed burr to thin out the excessively thick lamina, particularly over the l5 lamina¿¿ we did remove scar tissue as well as bone from around the l5 nerve root, which freed that up completely. The s1 nerve root appeared to have bone prominence underneath it, which was probably due to where bone from the cage had overgrown and was pushing posteriorly on the nerve root at s1. Once we freed that nerve root up, the dural covering around it was extremely thin where the bone was in contact with it and, of course, it started leaking when we freed the nerve root up. We were able to retract and burr down the bone that was present that was pushing on the s1 nerve root so now that bone was removed; however, we did have some leakage, which was because the dura was so thin in that area¿. The dura leak was corrected with duraseal and there were no other complications. On (B)(6) 2010, the patient presented for follow-up status post left laminectomy l5-s1. He has been in physical therapy. He has actually done very well. He has seen good improvement in his strength, his ability to ambulate, and improvement in discoloration of the left foot. Overall he is very pleased with the outcome so far¿. Patient will continue with physical therapy and to progress his activities. On (B)(6) 2010, the patient presented to the clinic for postsurgical follow-up of (B)(6) 2010 laminectomy for his lower back pain and left leg numbness. Note indicates that the patient ¿had a previous laminectomy that resulted in left leg weakness, numbness, tingling and pain with difficulty with ambulation¿. ¿patient has made significant improvement from his pre-operative state when he was walking on the walker, but could not bear weight on his left lower extremity.¿ ¿he has regained muscle mass on the left lower extremity.¿ ¿his strength has made dramatic improvement.¿ note indicates that the physical therapy group feels the patient can continue to progress ¿and ultimately walk with no assistive devices as he has made significant improvements to this date. The patient is very pleased¿. On (B)(6) 2010, the patient presented in clinic again for approximate 6-month follow-up of left-side l5-s1 laminectomy on (B)(6) 2010. Patient ¿states that he has a very little pain in his left leg¿. ¿his weakness is improved significantly.¿ physical exam ¿shows him to have a mild limp in his left leg. He uses a single cane in his right hand.¿ ¿motor function in all appears to be about 5/5 in all motor units. Muscle mass has regained¿. At this time he is discharged from the office. There is no further documentation of back pain following the (B)(6) 2010 clinic note. On (B)(6) 2013, the patient presented to (B)(6) with complaints of neck pain, left scapular and shoulder pain that radiates down into the left hand. X-rays indicate a possible autofusion of c6-7 and some straightening of the cervical curvature. A cervical MRI was ordered. On 1/31/13 the patient underwent a cervical MRI which demonstrated moderate left neuroforaminal narrowing due to spurring and mild central disc protrusion at c5-6. Moderate to severe left neuroforaminal narrowing at c6-7. On (B)(6) 2013, the patient presented back in the clinic for follow-up of cervical neck pain with left-sided radiculopathy and impingement syndrome of his left shoulder. His shoulder pain has improved with p.t., but the neck pain continues to radiate down into his left arm. Patient referred for esi. On (B)(6) 2013, the patient presented to clinic with continued complaints of neck pain radiating into his left shoulder and arm. Patient has cervical neck pain with left-sided radiculopathy secondary to joint and disc disease at c6-7, c5-6, and c4-5. The esi did not help at all the patient wishes to proceed with surgery. On (B)(6) 2013, the patient underwent acdf surgery at c5-6 and c6-7 using peek cage and allograft to treat spondylosis, ddd and stenosis. No complications were noted. On (B)(6) 2013, the patient presented to the clinic for his 1st postoperative visit following acdf of c5 ¿ c7. On postoperative day 2 (in the hospital) the patient developed swelling and airway constriction. By postoperative day 3, the patient was gasping for air. The patient recalled eating homemade spaghetti brought in by a friend, which did not agree with him. He was diagnosed with an allergic reaction as opposed to a postoperative condition, and was treated with solu-medrol and benadryl and had complete resolution. ¿he has not had any symptoms since. He denies any neck or arm pain. He has no trouble swallowing now. He has no airway trouble. His voice is normal in tone and quality. He is very pleased with the outcome of the procedure.¿ on (B)(6) 2013, the patient presented to the clinic for follow-up of his 2-level acdf surgery. Note indicates patient has no swelling or airway difficulties. He has no arm pain, no neck pain. He denies any neurologic deficits. For the most part, his symptoms have resolved from his preoperative status. He has no weakness. Radiographs show ¿perfect placement of the implants with no signs of loosening, breakage, or infection¿. On (B)(6) 2013, the patient presented to the clinic for his final follow-up status post acdf c5 ¿ c7. Notes indicate ¿the patient denies any neck pain, upper extremity complaints, fever, chills, weight loss, or arm pain at this time¿. Radiograph assessment states ¿anterior cervical plate and screws in perfect position, with no signs of loosening, breakage, or infection. Appears to have gone on to a solidly healed fusion at this time¿. No further documents were provided following the (B)(6) 2013 clinic note. The attorney additionally claims that a rhbmp-2/acs kit was used in the redo left l5-s1 laminectomy procedure on (B)(6) 2010. There is no supporting documentation to indicate the use of bmp-2 for the procedure on that date.